Event description:
It was reported to medtronic minimed that the customer reported power error was detected. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer was able to clear the alarm and pump rewind and error was reoccurred within a week. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The baat tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. The baat tool reveals the following: battery cycle 109.0 received the lowbatteryalert (104) on 05/26/2025 17:48:00 faster than expected at 1.02 days. Battery cycle 103.0 received the lowbatteryalert (104) on 05/25/2025 06:17:00 faster than expected at 1.55 days. Battery cycle 101.0 received the lowbatteryalert (104) on 05/23/2025 08:50:00 faster than expected at 0.8 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No pump error 25 alarms were recorded in the adapt tool or in the download history files. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) normal behavior during download history review as shown in the power management graph. Proceed by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The following cosmetic damages were noted: scratched case, missing display window/cover, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay. In conclusion, customer concern of pump error 25 was not confirmed during download history review. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.